Event description:
Device malfunction: difficult to exchange sheath advancement. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of the superficial femoral artery after a diagnostic procedure. The report indicates the skin incision was not big enough; it was made bigger when the device was already in the sheath. The clip delivery tube went down with difficulty. The 3rd and 4th deployment steps were completed; however, hemostasis was not achieved. It was noted that bleeding continued after clip deployment and device removal. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.